Event description:
The reporter stated the surgeon attempted to insert an aa4203tl silicone plate toric lens and the haptic was torn while advancing in the cartridge. The lens was not implanted, but there was patient contact. The reporter stated the incident was caused by a loading error.